Event description:
Sah with refractory icp. Catheter was indwelling for approximately 7 days. Patient was completely immobile the entire time. On day 8, 9, or 10 patient was being tested for bilateral lower extremity dvt's. Ivc gram was performed with contrast. Ivc clot was discovered below the level of the renal vein. Ivc clot was non symptomatic and there was no direct harm to the patient reported. Dvt prophylaxis was received with sq heparin and scd's.

Manufacturer narrative:
No product was returned for investigation. Additional information (i.e. Regarding the patient(s), problem description, related data/details) pertaining to this event was requested but the information was not available. No information is available on the adjunct procedure(s), predisposed risks (if any) and the pre-cooling coagulopathy. The icy catheter was left in the patient for 7 days, which is significantly longer than approved 4 days as stated in the IFU. The exact cause of the reported dvt cannot be determined with the available information. However, usage beyond longer than approved dwell time cannot be ruled out. Deep vein thrombosis is a known complication common to all types of intravascular catheter therapies. The IFU for the icy catheter included this as a potential complication.